Manufacturer narrative:
Film evaluation results are: the exact cause of the reported occlusion in the limb stent graft could not be conclusively determined from the pre-implant 3d recon report provided. The films during implant procedure, films that showed the limb occlusion, and films during the secondary intervention were not provided. From the pre-implant 3d recon report provided, moderate amount of thrombus was observed within the left common iliac artery. The right external iliac artery was moderately tortuous and the left external iliac artery was severely tortuous. It is possible that tortuous external iliac arteries and pre-implant thrombus may have contributed. The limb occlusion may have also been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 53mm diameter abdominal aortic aneurysm. It was reported that approximately eight months post implant, a follow up CT scan identified the stent graft limb was occluded. The patient had a thrombectomy. After thrombectomy and ballooning, the limb was open and flow was restored. The physician was satisfied with the result. Per the physician, the cause of the occlusion cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.